Manufacturer narrative:
Updated fields - b4, d9, d10, e1(initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field - h6(health effect ¿ clinical code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the iabp uses arrow balloons, the balloon ruptured, and blood entered the balloon. The iabp has been injected with blood, but the hospital has not yet decided whether to repair. If information is received, we will reopen and update the complaint.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp), the patient removed the balloon without authorization, resulting in a rupture. Blood was observed in the trachea at the inflation and exhaust ends of the safety disk. The hospital has since stopped using this equipment. The specific situation requires on-site verification. Information regarding any personal injury has not yet been provided by the hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit e1 event site address: (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp), the patient removed the balloon without authorization, resulting in a rupture. Blood was observed in the trachea at the inflation and exhaust ends of the safety disk. The hospital has since stopped using this equipment. The patient has passed away.

Manufacturer narrative:
Updated fields: b1, b2, b4, b5, g3, g5, h1, h2, h6 (health effect - clinical code, impact code). Patient info received that the patient passed away on december 6th, and the hospital refused to provide patient related information. A supplemental report will be submitted upon completion of our investigation.